Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea, stress and pap smear abnormal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), urinary tract infection ("frequent urinary tract infections"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, dyspareunia, migraine, urinary tract infection, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, back pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic discomfort, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-may-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.